Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and transmitter and lost sensor alarm. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia, treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion) and malaise, headache, fatigue with no. The event involved product(s) mmt-332a, mmt-7841zn, mmt-1884, mmt-7020la, mmt-399a. The customer feels ok to troubleshoot. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. The customer reported a loss of communication between the transmitter and the pump. Troubleshooting was performed and it was confirmed that the transmitter serial number was programmed in the manage devices screen and the pump was in process of making multiple attempts to re-establish communication with the transmitter and there was possible connection issue between transmitter and sensor. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7841zn. No product return is required for mmt-1884. No product return is required for mmt-7020la. No product return is required for mmt-399a.